Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Event description:
It was reported that the patient underwent a partial hip arthroplasty on (B)(6) 2007. Subsequently, patient experienced a periprosthetic fracture and was converted to a total hip system on (B)(6) 2009.